Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's daughter stated they received a questionable high result from coaguchek xs meter serial number (B)(4). At 1:00 pm, the result was 4.6 inr. At 1:15pm, the result was 2.6 inr. At 1:30pm, the result was 3.0 inr. All tests were from different fingersticks. There was no allegation of an adverse event. There were no changes in coumadin, no changes in other medications, no diet changes, no illnesses, and no symptoms of high inr. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 54%. Donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr. Customer meter with customer strips: 2.7 inr. Donor 2: retention meter with masterlot strips: 2.4 inr. Customer meter with customer strips: 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The result of 4.6 inr alleged by the customer was not observed in the meter¿s patient result memory relevant retention test strips (lot 247896) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.